Event description:
A nurse contacted baxter (B)(4) in regards to a connection issue with a titanium adaptor. The nurse stated that the patient connecter was not connected with the titanium adapter well when the customer changed the transfer set. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no sample evaluation or batch review could be performed. This is a product not distributed in the us and does not have a 510k number.